Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: device manufacture date ¿ the lot 23h044 was manufactured between august 30-31, 2023. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contain the unit which suggest a leak. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was broken and was leaking from an unspecified location. This occurred before patient use. The device contained 18000mg piperacillin / tazobactam in 240ml buffered 0.9% sodium chloride. There was no patient involvement. No additional information is available.